Manufacturer narrative:
H6: event methods, evaluation, and conclusion codes: updated. One photo of the affected device was received for investigation. The reported issue was confirmed in the provided photo, which demonstrated discoloration present on the device. Per information received by the customer, the device had been cleaned with a soap incompatible with the device materials, which resulted in the observed discoloration. Therefore, the reported issue was attributed to user interface. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. No actions have been taken at this time.

Manufacturer narrative:
Date of event: event date is unknown. Lot number and expiration date is unknown. Manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that discoloration of trach tube after insertion and upon removal of trach. No patient injury reported.